Event description:
A report was received that the patient¿s ipg was not functioning and could not hold a charge. The physician suspected device malfunction. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted. The patient was doing well postoperatively. Sc-1110-02 sn (B)(4) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate of 12.14 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate. The ipg passed all the required tests.

Event description:
A report was received that the patient¿s ipg was not functioning and could not hold a charge. The physician suspected device malfunction. The patient will undergo an ipg replacement.